Event description:
A patient reported blood glucose results of "12.0 mmol/l and 6.0 mmol/l" with a lifescan meter, performed within 10 minutes of each other. The meter, test strips and control solution are being replaced.